Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Parent reported that patient was hospitalized twice due to episodes of high blood glucose while using the pod for an unknown duration of wear. Parent reported ongoing concerns with the omnipod system, including communication issues and an unexpected insulin suspension that occurred without parent initiating it. Parent described the most recent event occurring on (B)(6) 2025, when parent sought medical attention after patient developed vomiting and was unable to eat or drink. Parent reported that the controller displayed a notification stating, "insulin paused for too long," despite parent not manually pausing insulin. Parent stated that the patient was without insulin delivery for more than an hour. At home, parent measured patient's glucose values in the values in the 400-600 mg/dl range. Patient was hospitalized for two days and received a diagnosis of diabetic ketoacidosis. Medical staff provided fluids, performed blood tests and urine culture collections and administered lantus and humalog. Additional information regarding the prior medical event was obtained on (B)(6) 2026 during a follow-up call and will be provided in a separate report.